Manufacturer narrative:
Product d314drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the pace/sense portion of the lead. An additional pace/sense lead was implanted, the defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.